Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited an insulation breach which was discovered during a pulse generator revision procedure. No clinical observations were reported prior to the procedure. It was reported that the physician tried a lead repair kit on the lead. Subsequently, it was reported that the lead exhibited noise, out of range pacing impedance measurements greater than 2,000 ohms, and increased pacing thresholds. The tachy therapy was programmed off and the patient was to undergo another revision procedure and have a new rate/sense lead placed. No adverse patient effects have been reported. The patient was to be hospitalized until the revision procedure could be performed. At this time, the procedure has been postponed as the patient has a temperature.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.